Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The unit switched to manual ventilation, back to mechanical ventilation and case resumed. There was no patient injury.

Manufacturer narrative:
No repair information available. The customer repaired the unit.